Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported on (B)(6) 2019, that when the patient was mobilized to go to the table the patient had a sudden sharp pain on right lower abdomen. Patient was helped back to lying position and was given tylenol. After approximately 10 minutes the patient stated that she was feeling better. Duodopa infusion had not started. On (B)(6) 2019 it was reported the patient was on a slow drip of potassium IV. Patient needed potassium previously during another hospitalization. The patient had been admitted on (B)(6) 2019 for recurring abdominal pain. It was reported that it looked like free air on the computed tomography (CT). Patient was started on unknown antibiotics. The patient was expected to be released though not sure when.